Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 24 mg/dl at the time of the incident. The customer was at 126 mg/dl at the time of the call. The customer was given insulin pens to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer kept getting compromised force sensor system alarms and lost sensor alarms. The customer was unable to exit the prime loop. The pump had a protruded drive support cap which they pushed in. The customer stated the pump over delivered insulin. Troubleshooting was not completed due to the rewind issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed displacement test, self test and unexpected restart error test. Device alarmed compromised force sensor system alarm during basic occlusion test due to loose or protruded drive support disk. Unable to perform prime test, excessive no delivery test, delivery accuracy test and occlusion test due to compromised force sensor system alarm. Device was programmed with the mini link transmitter and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. Device sensor feature worked properly. No lost sensor alarms noted. Device received with partial small piece broken off at the reservoir tube lip and battery tube threads. The p-cap or reservoir locked properly. Device received with cracked case at the display window corners, display window and reservoir tube window corners. Device received with minor scratched display window, case and keypad overlay. Device received with stained end cap sticker and back address serial number label.